Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the biomed, reporting that the v60 ventilator had a battery failure. It was unknown how the issue was found. No patient or user harm reported. A philips biomed reported that the device had a battery failure, and that a battery replacement would be required. The investigation is ongoing.